Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions-based on the complaint history, work order search and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the lens.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but the lens would not eject properly from the injector and was torn. The lens was partially inserted into the pt's eye and was removed with no pt injury. The reporter stated the surgeon felt the lens was defective.